Event description:
A report was received that the patients ipg had been discharging within 12 hours after it was turned off. Database analysis of the ipg discharged was observed and revealed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipgs revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg had been discharging within 12 hours after it was turned off. Database analysis of the ipg discharged was observed and revealed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the two ipgs were replaced with one ipg per physicians preference. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg had been discharging within 12 hours after it was turned off. Database analysis of the ipg discharged was observed and revealed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that one of the patients ipg had premature battery depletion which was caused by electrocautery as believed by the physician. It was also believed that electrocautery touched the ipg during the patients previous revision procedure which caused the event. No device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patients ipg had been discharging within 12 hours after it was turned off. Database analysis of the ipg discharged was observed and revealed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.